Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for engineering evaluation. The reported condition for the unit was balloon would not inflate. As part of the visual inspection of the received unit, the balloon was received cut into two parts from its round structure missing a part of the silicone balloon area. No other abnormalities were observed. The unit was received with its obturator, valve/balloon assembly and bulb. As part of the functional tests of the received unit the balloon was inflated, but it did not stay inflated as per functional intended use. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during total extraperitoneal procedure (tep), the balloon did not inflate. There was no rapid loss of abdominal pressure due to the issue. In order to complete the case, they opened another device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the balloon did not inflate. There was no rapid loss of abdominal pressure due to the issue. The patient outcome is alive, no injury.